Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited low amplitude ventricular signals, potentially associated with p wave oversensing. Technical services (ts) reviewed the electrograms (egms) and noted that these low amplitude signals were frequently undersensed. The signals consistently occurred at a similar interval prior to the r wave and affected both the pacing and shock channels. Ts indicated that these signals may be intermittently sensed and could contribute to an increase in high-rate counters. The electrical parameters of the right ventricular (rv) lead were within normal limits and there were no visible noise events in the arrhythmia logbook. It was recommended to confirm that the ventricular channel is free from non-physiological signals. Additionally, a review of rate histogram data showed an increase in high-rate detections; therefore, investigation of potential changes in the system, as well as the stability of rv lead performance across different patient postures or activity levels, was recommended. Troubleshooting steps were provided to further evaluate the integrity of the rv lead. This ICD remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.